Event description:
It was reported that several electrodes showed impedances over 10,000 ohms. It was noted a reprogramming was performed. It was reported the patient had fallen two weeks prior to the report. It was noted that since the fall, the patient¿s left leg and foot pain was not controlled. It was reported reprogramming the right lead allowed for coverage of both the left leg and foot and the right leg. It was noted the patient had less than fifty percent therapy relief prior to reprogramming.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).